Event description:
Pain; swelling; left knee effusion [joint effusion]. Case description: spontaneous report was received on (B)(6) 2012 from a physician, via sales representative, regarding a (B)(6) with osteoarthritis. The patient's medical history was not provided. On an unspecified date, the patient initiated treatment with synvisc (hylan g f 20) injection at a dose of 2 ml in left knee (frequency not provided). The lot number for synvisc was not provided. On (B)(6) 2012, the patient received second synvisc injection in left knee. On (B)(6) 2012, the patient presented with pain and swelling. On an unspecified date, the physician aspirated the left knee and injected steroid. It was reported that the third injection did not occur in the left knee. The outcome for the events of pain, swelling and left knee effusion was not provided. Concomitant medications were not provided. The intensity for all the events was not provided. The reporting physician did not provide the relationships between synvisc and all the events.

Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.